Event description:
Caller alleged discrepant results with the inratio2 meter. Results as follows: date: (B)(6) 2012, inratio inr: 1.2 and 1.7. The time between testing was 15 mins. Therapeutic range 2.0-2.9 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.